Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during pre-op. The balloon was torn, so it could not be perfectly inflated. No patient involved.